Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events for medi-lift we have found a low number of other similar cases - tipping or tilting of the device. No complaint trend for this failure mode exists. Please note that arjohuntleigh manufactured about 2400 med-lifts to date. If compared to the number of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. It was reported by the customer ((B)(6) nursing home in (B)(6) canada) that a resident (male) was being transferred by caregiver from chair to tub, utilizing medi-lift when a right back castor raised off the floor 2''. The lift was tilting towards the left side. A caregiver had to put foot on the right leg of the lift to lower the device to the floor. Fortunately, the lift did not tip over completely. The resident was lowered back into the chair without any injuries sustained. In course of this investigation it has been tried to determine the most likely root cause of the reported issue - tipping/tilting of the med-lift. Based on previous investigations, the following factors are considered the possible causes of the lift tipping: a. The brakes were still engaged when raising or lowering the patient, b. The lift was maneuvered using other parts of the system than the handles, such as mast, motor shaft, boom, sling or patient, c. Obstruction on the floor was present and the lift was pushed towards it, d. The lift was pushed sideways instead of forward direction, e. The lift was not in good working condition. It was confirmed by facility personnel that the brakes were off during the patient transfer, therefore hypothesis a) can be ruled out from a circle of potential causes of the device tilting. There was no indication on any obstructions on the floor that could have been a potential obstacle in safe and undisrupted transfer - the hypothesis c) can be excluded either. After the incident the lift system was inspected by representative of our company. Upon inspection of the device, it was found that a pivot bolt attaching a castor (wheel) to the lift's leg was sheared. This malfunction can be considered as a factor that could have contributed to the tilting of the device. It is very likely that in combination with incorrect transfer procedure (e.g. Maneuvering the lift using other parts of the system than the handles, such as mast, boom, sling or pushing the lift sideways) the failure could have led to reported event. Please note that medi-lift operating manual (the instruction for use) provides safety instructions and warnings in terms of regular device inspection and maneuvering the lift with a patient on it: at first: "do not attempt to use this equipment without understanding this manual " "monthly inspection details: check if the legs pivot bolts are secured with locknuts, tighten if necessary to stabilize leg travel. (...) Ensure that the legs are parallel to each other with the help of a square - ensure that the legs are perpendicular at 90 degrees with the base." Furthermore: "do not attempt to maneuver the lift by pushing on the mast, motor shaft, boom or patient." "Do not use, in any way, the actuator as a handle to push or pull the lift. If the actuator is used as a handle, the caregiver and the patient safety is greatly compromised." "Always maneuver the lift with the handles provided." "Do not attempt to push or pull a loaded lift over a floor obstruction which the casters are unable to ride over easily." "Only trained and qualified caregivers should transfer a patient. Do not attempt to use the lift if you have not been properly trained to do so." From received information and our evaluation presented above we consider cause of this incident to be most likely related to use error - it is likely that monthly inspection of the device had not been followed accordingly and the resident or parts of the lift such as mast, motor shaft, boom was pulled, that led to dislocation of the center of gravity of the lift what could have led to a loss of stability and ultimately tipping of the device. If safety warnings and recommendation regarding correct use of medi-lift had been followed in accordance to device's instruction for use, there would have been no caregiver or patient at risk. Looking at the incident scenario it has been established that medi-lift was being used for patient handling at the time of the event and in that way contributed to the reported scenario due to user error causing the device not to meet its performance specification. This complaint was decided to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregivers can result in a serious injury.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
As reported to arjohuntleigh, a resident was being transferred from chair to tub utilizing medi-lift when a right back castor raised off the floor 2''. The lift was tilting towards the left side. A caregiver had to put foot on the right leg of the lift to lower the device to the floor. The resident was lowered back into the chair without any injuries sustained.